Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had flow blocked alarm. The customer keeps getting insulin flow block alarm even after changing infusion set and reservoir 4 times. The customer had not tries different cannula lengths. Customer stated that the tubing was not bent or kinked. Customer stated that they have tried all remedies and did not want to troubleshot. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.